Event description:
Perforation in "lad" while performing angioplasty/stent to "svg-lad" with percusurge. Perforation sealed itself without further intervention. Possible user error-protection balloon was positioned in native vessel due to location of lesion. Further education needed, percusurge rep will educate users.